Event description:
The customer reported via phone call that she was in the emergency room with diabetic ketoacidosis. The customer experienced vomiting, nausea and hyperventilation. It was found that the cannula was occluded. The customer went first to the urgent care with blood glucose of 380 mg/dl and then to the emergency room; blood glucose was 387 mg/dl. Customer stopped using the insulin pump since then and declined troubleshooting as the doctor requested the insulin pump to be replaced. Current blood glucose is 238 mg/dl.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.